Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl- right; reason(s) for revision: alval/soft tissue reaction. Update: medical records have been reviewed. The information has been captured correctly in the complaint and is available for review for MDR decision. Update 29-jun-2017: medical records indicated elevated metal ion levels.

Manufacturer narrative:
Asr revision, asr xl- right, reason(s) for revision: alval/soft tissue reaction. Update: medical records have been reviewed. The information has been captured correctly in the complaint and is available for review for MDR decision. On 7-20-2017 update 29-jun-2017: medical records indicated elevated metal ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.